Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ gel bleed: no observed. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side removal from textured to smooth due to the concerns of the product. Later, healthcare professional reported "grossly, the implant appeared intact. There appeared to be possible silicone material on the surface of the implant with a possible micro leak present" and "possible leaking of left mammary implant." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side removal from textured to smooth due to the concerns of the product. Later, healthcare professional reported "grossly, the implant appeared intact. There appeared to be possible silicone material on the surface of the implant with a possible micro leak present" and "possible leaking of left mammary implant." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.